Manufacturer narrative:
Insulin pump received with intermittent up arrow button response due to flattened button dome switch. No unlocked component/lcd keypad connector noted during visual inspection. Device received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
Customer reported via phone call to have experienced a keypad anomaly. The up arrow was hard to press. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.